Manufacturer narrative:
Date of event: (B)(6) 2021. 04mar2021.

Event description:
The customer reported the ventilator was alarming blower temperature high. The device was in clinical use and no patient harm was reported. The remote service engineer (rse) spoke with the customer and the customer confirmed the filters appeared clean and there were no obvious obstructions and the fan was functioning. The rse advised the blower or motor controller board may be faulty. The customer replaced the filter and the issue was resolved.

Manufacturer narrative:
The device was in use with a patient when the issue was discovered. The patient's therapy was started on another ventilator, and no delay in therapy or patient harm was reported.